Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection was performed with the naked eye noted a tear on the front of the pouch chamber which contains the titanium adapter. The tear was approximately 5cm in length. The reported condition was verified. The cause of the condition was determined to be mishandling during distribution. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the overpouch packaging of a titanium adapter was damaged. The damaged packaging was discovered prior to use for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.